Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pa coating on the polished surface involving a triathlon femoral component was reported. The event was confirmed. -device evaluation and results: visual inspection confirmed the reported event. Material analysis of the white stain indicates that the stain is potentially linked to the pa coating process. -medical records received and evaluation: not performed as medical information was not received or relevant for this event of pa coating on the polished surface on a component. -device history review: DHR review was satisfactory. -complaint history review: chr review determined that there were no similar events for the lot. Conclusions: material analysis of the white stain indicates that the stain is potentially linked to the pa coating process. Nc was issued to investigate the root cause of the pa coating on the polished surface of the femoral component.

Event description:
It was reported that marks were noted on the side of the implant prior to opening the package. Upon opening the triathlon cr femoral right #3 cementless component onto the sterile field, it was examined and the marks remained. The implant was not used.

Event description:
It was reported that marks were noted on the side of the implant prior to opening the package. Upon opening the triathlon cr femoral right #3 cementless component onto the sterile field, it was examined and the marks remained. The implant was not used.